Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they were losing insufflation. They completed the procedure with the device by holding the trocar manually. There was no patient consequence reported. The device was discarded. Additional information was requested. In a conversation with an ees quality representative and the sales representative, the sales rep indicated, the account has not experienced any further issues.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary - as the device nor a lot number were received, a device history review could not be performed.